Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws opened and close without any difficulties. In addition, the device locked out as intended. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: was the clip scissored? Did the clip fall off the tissue? Did the clips not close completely? Was there any patient consequence? If yes: please explain: how was the patient consequence resolved? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during and unknown procedure, the device wasn't working. It twists the clips when laying them. There was bad ligature of the bile duct. Used another device and patient consequence was not reported.